Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to duplicated. The cause of the issue was found to be wear and tear on the pump assembly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
A smiths medical fluid warmer was found to have corrosion by the drain valve. The drain broke off. This was found when preparing the device for education to the staff and did not occur while in use with a patient. There were no reported adverse events.